Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. No unexpected low battery alarm or blank display noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, missing display window cover, minor scratched lcd window and cracked battery tube threads. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they were having problem with replacing a battery every two days. They brought (B)(6) and stayed a little bit more and twice this week gave post reset ram crc alarm. The pump shut off and says battery was not in there and one day turned off and blood glucose was 508mg/dl and this morning when it happened it was 386mg/dl. When battery going low will beep and say battery life but last night got nothing just turned off overnight like three times in the last week. The patients¿ blood glucose was 405mg/dl previously. Customer states she bolused with the pump. Customer declined high blood glucose troubleshooting. Customer declined blank display troubleshooting and also advised issue could have been with gold brass if flipping off and did not send replacement battery cap as pump was being replaced due to pump error alarm during normal use. Customer declined low battery troubleshooting as replacing out pump. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.